Event description:
Per the surgeon's report, tis patient experienced a skin flap infection that caused the device to extrude. Her surgeon explained the device on 8/10/2005. A new device was implanted four months later.